Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as no product was returned for evaluation. Review of the log file provided by the account confirmed elevations in pump power and flow; however, a specific cause for these findings could not be conclusively determined. Furthermore, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and the reported events, as well as a correlation between the suspected thrombus and the reported events, could not be established. The account reported that the patient presented to the hospital with complaints of an increase in pump power and flow on the left ventricular assist device (lvad) system. The patient also reported that a similar episode had occurred 3 days prior. The patient was connected to the power module (ppm) and system monitor (vsm). Elevations in pump power and flow were confirmed; however, only the current episode was captured. Lab tests revealed slightly elevated lactate dehydrogenase (ldh) values, and the patient was reportedly kept in the hospital for further evaluation. The submitted log file data from day 1269, hour 20, minute 37 through day 1270, hour 10, minute 15, per the timestamps. Intermittent elevations in pump power and estimated flow were captured on day 1270, ranging from 8.1-9.8 watts and 9.0-10.4 lpm, respectively. Most of these elevations did not appear to be associated with pi events. Despite the observed events, the pump appeared to function as intended and operated above the low speed limit for the duration of the file. Information later received stated that the hospital was not able to identify the root cause of the power and flow elevations; however, they suspected a thrombus was going through the pump. Power consumption and ldh values went back to normal levels, and the patient was released from the hospital with no further issues. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) , and no further events have been reported at this time. The heartmate ii lvas IFU, and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists hemolysis and device thrombosis as adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Section 1 and section 6 of the IFU also outline indications of pump thrombosis and how to respond to such events. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Section 1 also addresses all pump parameters including pump power. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, section 6, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21feb2012. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The hospital was not able to identify the cause on the patient's episode. The hospital suspects thrombus. The patient's levels went back to normal and the patient was released from the hospital.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen for increased power and flow. The patient reported an episode three days before their admission. The patient's log files captured one episode of increased power and flow. The patient had a slight increase in lactate dehydrogenase (ldh).